Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture, failure to sense and impedance problem. The atrial lead was not used and replaced. The patient experienced no consequences.